Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all system functions were within specifications. The reported treatment could be identified in the logfile. The surgeon missed vacuum two twice during the docking process/before the treatment. The surgeon interrupted the treatment once by releasing the laser pedal during canal cut. The reason why the user interrupted the treatment is not visible in the logfile. The treatment of the patient's right eye was finished successfully. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. Root cause for this event could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the surgeon did not lift the flap due to vertical gas breakthrough and bubbles, during flap creation and the procedure was aborted in the right eye of a patient, during lasik surgery. It was reported that the patient's condition was stable, and the surgeon decided not to lift the flap until it has fully healed, with plans to attempt the procedure again later.

Manufacturer narrative:
H.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in d.4. Unique device identification (UDI) number added. The manufacturer internal reference number is: (B)(4).